Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had a hole in the needle hub, leading to leakage. This event occurred 2 times. Needles have a "hole" near the base of them. The lidocaine gets wasted because it shoots out the side of the base of the needle.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1300844. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd precisionglide¿ needle had a hole in the needle hub, leading to leakage. This event occurred 2 times. Needles have a "hole" near the base of them. The lidocaine gets wasted because it shoots out the side of the base of the needle.